Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was bradycardia. On device interrogation it was noted that the right atrial (ra) epicardial lead had a confirmed fracture. The ra lead was partially removed and replaced. No further patient complications have been reported as a result of this event.